Manufacturer narrative:
The product was received for evaluation. The following fields were updated accordingly: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 19, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the lens was cut into three pieces. No further issues were identified. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4: weight: unknown/not provided section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient experienced night driving difficulties following implantation of a preloaded extended depth of focus (edof) intraocular lens (iol) in the right eye. The visual symptoms were characterized as poor multifocal tolerance and were first observed postoperatively. The implanted edof iol was subsequently explanted during a secondary procedure and replaced with a single piece preloaded monofocal iol with a power of +21.0 diopters. The patient¿s pre operative and post operative best spectacle corrected visual acuity (bscva) remained 20/20. No unplanned surgical interventions were required, including incision enlargement, suturing, or vitrectomy. No medications outside the standard of care were prescribed, and no surgical delays were reported. Directions for use were followed. The patient experienced temporary impairment. Additional information received indicated the pre operative refraction as +2.50 ¿0.25 × 93 and the post operative refraction as +0.25 sphere. The intended target refraction was plano. The patient did not lose two or more lines of bscva and was neither under nor over corrected. Based on the information provided, the device was considered to have caused or contributed to the reported event. No further information was provided.